Event description:
The ge oec 9800 fluoroscopy system had a reported lock-up that was resolved with a system re-boot. Service cancelled after phone response.

Manufacturer narrative:
A ge oec service rep investigated the issue and confirmed the issue to be software related. Reboot resolved issue and service call was cancelled. The facility was unable to, or would not provide any patient injury or harm was reported as a result of the noted malfunction.